Manufacturer narrative:
H6: health effect - impact code: removed code 2199. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and without the device to analyze, a cause for the reported difficult cds insertion cannot be determined. The reported leak/splash, however, appears to be due to the user error associated with the lock lever cap being turned more than half a turn in the open direction to de-air the device. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was selected for treatment. However, while inserting the clip into the steerable guide catheter (sgc), the tip of the clip was hitting the inside of the sgc, making it difficult to advance, and air was observed in the sgc. Aspiration was performed. It was noted that no air was mixed into the patient¿s body and no air in the clip delivery system (cds). Therefore, the clip was removed and replaced. One clip was deployed reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.